Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER with complaints of weakness and dizziness on (B)(6) 2020. The heart rate was in the 30s. ECG showed complete heart block with loss of right ventricular (rv) capture. X-ray confirmed rv lead had dislodged. Device interrogation done and the lead was reprogrammed. On (B)(6) 2020, the patient was brought to the ep lab. A new rv lead was installed and tested after which the old rv lead was explanted. The physician preferred to change the lead for an active fixation in lieu of repositioning the dislodged passive lead. The device was programmed. All measurements were good. The patient was stable.